Event description:
Pt sustained severe hypoxic ischemic encephalopathy/death due to a ventricular fibrillation arrest secondary to ischemic cardiomyopathy and possibly internal cardiac pacemaker (pm) malfunction. Transcutaneous pm was placed by emergency medical services as the internal pm was not controlling the heart rate. The suspect internal pm had been placed at an outside hosp on 8/15/91. Unable to determine if pt was 100% pacemaker dependent. Upon admission to facility, interrogation of the internal pm revealed the atrial (a) and ventricular (v) lead impedance was >3000 ohms with amplitude at 0 volts and v amplitude up to 7.5 volts with pulse width up to 1.o ms. Without capture.